Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter had tilted and at least six struts were perforating the inferior vena cava (ivc), identified in a computerized tomography (CT) scan that the patient underwent approximately eight years after the index procedure. The patient is also reported to have experienced stress and depression. The indication for the filter placement was a patient with recurrent deep vein thrombosis (dvt) who presented with massive saddle embolism extending to both pulmonary arteries. Thrombolytic therapy had been performed earlier. During the procedure, lytic therapy as well as angiojet thrombectomy of the right pulmonary artery, placement of a temporary pacemaker and placement of a vena cava filter was performed. The filter was placed below the renal veins and the patient is reported to have tolerated the procedure well. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Post implant imaging has not been provided. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of patchy steatohepatitis, uterine fibers, deep vein thrombosis and pulmonary embolism. The filter was successfully placed just below the renal veins. Seven years after the index procedure a computed tomography (CT) scan revealed the filter was located at the l3 level. The filter prongs were penetrated outside of the inferior vena cava and the filter is tilted anteriorly less than fifteen degrees. The tip is outside of the lumen inferior vena cava. No gross thrombosis was seen. The medical records state that the patient has never had any discomfort or side effects from the filter. Nine years after the index procedure another CT scan was done. It revealed that a total of six prongs have perforated the inferior vena cava. The maximum distance a prong has perforated is 5 mm. The superior extent of the filter is the middle of the l2 vertebral body and inferiorly extends to the l3-l4 disc space. It was noted that there is a five degree tilt right and nine degree tilt posteriorly. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by the legal brief, on august 21, 2009, the plaintiff underwent placement of an optease permanent vena cava filter at (B)(6) hospital. The device subsequently malfunctioned, tilted, became imbedded, and the prongs of the filter pierced the plaintiff¿s vena cava. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis does not represent a device malfunction. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the tilt is unknown at this time. Perforation of the vena cava was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff is a citizen and resident of the state of (B)(6). On (B)(6) 2009, the plaintiff underwent placement of an optease permanent vena cava filter (referred to as ¿optease filter,¿ ¿device¿ or ¿product¿ hereinafter) at (B)(6) hospital. The device subsequently malfunctioned, tilted, became imbedded, and the prongs of the filter pierced the plaintiff¿s vena cava.